Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Bowel. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? First firing. What color cartridge (white/blue/green) was used? Blue. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? Asku. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? The staples did not form. Was proximal and distal control maintained on the tissue during the firing sequence? Na. Was the staple line inspected for integrity prior to transecting the tissue? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Na. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Asku. Was the firing to close a side by side anastomosis?yes if so, which firing. First firing. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Not known. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a whipple procedure, when they were at the point to close the anastomosis, the staples came out of the device but did not form. Another device was used to use to complete the case with no patient consequence.